Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia, with glucose levels reaching 390 mg/dl and remaining above 180 mg/dl for most of the day, despite cartridge replacement and a self-initiated ¿ghost¿ bolus announcement; the issue was suspected to relate to the infusion set or site, and the user was instructed to replace the set. Symptoms included high blood glucose without reported acute complications. Outcomes included device alerts for prolonged hyperglycemia and no use of backup therapy, ketone testing, medical intervention, or assistance. Investigation included customer counseling on appropriate pump use and site troubleshooting. Investigation of this case revealed a probable infusion set or site delivery issue, with user behavior contributing through an inappropriate bolus announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear.